Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple low and replace battery alarms followed by pump reboots. There was no visible damage observed to the battery compartment. There was no visible damage to the returned battery cap, and the battery cap was able to fully secure onto the pump. The battery cap contact measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and evidence of moisture was observed on the internal components of the pump. Unrelated to the initial complaint, the audio bolus button cover was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.